Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. A separation was noted on the pump body. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1 or cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the pump body occurred subsequent to the device packaging being opened. The information received indicated a leakage in the pump. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information cylinder leakage was discovered before implantation and a new cylinder was replaced on the spot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information cylinder leakage was discovered before implantation and a new cylinder was replaced on the spot.